Event description:
It was reported to midmark that on (B)(6) 2022, an employee (also referred to as nurse), was standing at the head of the exam table while using the foot pedal to lower the table when movement became stalled. The nurse pulled the exam table free and the table came down onto the nurse's toes, fracturing one toe and bruising another.

Manufacturer narrative:
Based on the information provided within the service record of this incident, the table did not malfunction in this instance. The instruction for use, (IFU), states "ensure surrounding area is clear of obstructions prior to each use. Otherwise improper operation and serious injury could occur."